Event description:
A healthcare professional reported rupture confirmed by ultrasound scan. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: rupture: observed, two openings on posterior and anterior side assessed as surgical damage. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture confirmed by ultrasound scan. Additionally reported " it was oozing (micro rupture of the shell actually. Atypical fluid was around the implant with silicone affected viscosity". Device has been explanted and replaced.